Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. Needles of single used loading unit (sulu) were not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen procedure. The suturing device was difficult to toggle, difficult to load, and difficult to unload. The needle broke and fell into the cavity of the patient. In order to resolve the issue and complete the case, the surgeon was able to get the broken needle out of the patient. There was no patient harm.